Manufacturer narrative:
Corrected data: unique identifier (UDI) #; this information was inadvertently reported incorrectly on mfg. Report #0.

Event description:
It was reported that the physician believed the straps used to restrain the patient contributed to the generator's extrusion and the related infection.

Event description:
Additional information was received that after the initial generator explant due to extrusion and infection, the patient¿s lead was moved to a different site however the infection remained for the patient. The patient had a surgery to remove part of the lead as well as remove infected tissue from the chest pocket. The lead was removed through a neck incision where it was noted that scar tissue needed to be cut through.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient visited the physician several months after the generator was implanted. During the visit it was found that the generator was extruding out of the chest and the patient had developed an infection at the generator site. It was noted that the patient wears an abdomen brace and sits in a wheelchair so the incision site potentially could have been rubbing on the brace which led to the extrusion and infection however this was unclear. The patient was then taken to surgery where the generator was explanted. The manufacturing records of the generator were reviewed and confirmed the device was sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Further information was received that the patient was to have her lead explanted even though the lead was previously thought to be explanted. It was believed that this explant was of the remaining lead that was left implanted after the first explant due to the infection, but no additional relevant information was received.

Event description:
Further information was received that the remaining lead was explanted as expected. It was reported that the remaining lead after the first explant had begun to extrude from the patient's neck due to the ongoing infection. This required the lead to be explanted. No additional relevant information has been obtained to date.